Event description:
Five weeks after hiatal hernia repair with placement of the biodesign 4-layer tissue graft, the pt was complaining of difficulty swallowing and was eventually unable to swallow or eat without vomiting. Dr. (B)(6) reoperated on the pt and found an inflammatory response and that the stomach was adhered to the diaphragm. Current pt status was not provided by reporter. Dr. (B)(6) used metal tacks to secure the graft in place.

Manufacturer narrative:
Ec method desc-1 - no device evaluated. Device was not returned to the manufacturer. The device was secured in place by the use of metal tacks. These metal tacks may have contributed to the inflammatory response and adhesion formation found upon reoperation which had caused the pt's symptoms of vomiting and dysphagia. The article "comparison of adhesion formation associated with pro-tack (us surgical) versus a new mesh fixation device, salute (onux medical) shows adhesion formation regardless of tack type. Additionally, a consulting surgeon indicated the potential complications of metal tacks could be of issue in this case. In addition, the surgeon used a 4-layer tissue graft instead of the device specifically marketed for hiatal hernia repair which has a pre-cut u shape in the device. Details regarding whether dr. (B)(6) cut the graft and if so to what size or whether the graft was used as reinforcement over the closure are unknown at this time. Acute or chronic inflammation is listed as a potential complication in the IFU. Additional information: leblanc, k.a., stout, r.w., kearney, m.t., paulson, d.b. Comparison of adhesion formation associated with pro-tack (us surgical) vs a new mesh fixation device, salute (onux medical). Surg. Endosc (2003) 17: 1409-1417.